Manufacturer narrative:
The field service engineer performed a corrective maintenance and the catalytic decomp filter and oil mist filter were replaced. Unit meets specifications and was returned to service on 10/22/2014.

Manufacturer narrative:
Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). The DHR was reviewed and indicated no anomalies which could have contributed the customer's experienced issue. The unit met all specifications at the time of release. The service history for this unit for the past six months ((B)(4) 2014 to (B)(4) 2014) did not identify any significant trend. The trend for the product malfunction code of odor/smells was completed from (B)(4) 2013 through (B)(4) 2014 and revealed a significant trend which is addressed in CAPA. The fmea revealed the risk is at an acceptable level. The shuma indicates the risk is broadly acceptable for moderate level injury or exposure and as low as reasonably practicable for mild (limited) exposure to odor or odorants. CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The exhaust filter (oil mist filter) was returned and visually inspected. The exhaust filter had a broken sight glass and could not be tested. The reason for return of the exhaust filter was confirmed. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.

Event description:
While onsite servicing the sterrad® 50 sterilizer for another issue, an asp field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated 3/19/2014.